Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced bilateral ptosis, left sided capsular contracture, and left sided rupture post procedure. The rupture was discovered during the replacement procedure, whereas, the capsular contracture and ptosis were the diagnosed reasons for replacement preoperatively. Bilateral prosthesis replacement with natrelle 445cc extra full profile implants was performed on (B)(6) 2020. This report relates to the right prosthesis. See 1645337-2020-02588 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6420453, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).